Event description:
The reporter stated that she had not been using her surestep meter regularly until she got the letter from lifescan. Soon after, she got an er1. She retested. No medical treatment was sought.